Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. There was no unexpected low battery or off no power alarm on the device. The insulin pump passed the off no power test, unexpected restart error test, self-test, displacement test, rewind test, basic occlusion tests and excessive no delivery alarm test. The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The functional testing was unable to be performed including the occlusion test due to prime anomaly. The insulin pump was received with scratches on the lcd window, missing end cap sticker and stripped battery cap coin slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call high blood glucose levels, battery cap damage and hospitalization. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer went to the hospital as a result of high blood glucose and diabetic ketoacidosis. Customer was placed on insulin drip while at the hospital. Troubleshooting for battery cap damage was performed. Customer's wife advised the battery cap appeared to be melted and the cap was unable to be removed with a coin. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.